Manufacturer narrative:
A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk) stage 1+ in both eyes(ou) post treatment. Topical steroid dosage was increased. The surgery center indicated the dlk is resolving.